Event description:
Customer reported a double needle mode treatment was at about 150 whole blood processed when a system pressure alarm occurred, and at about the same time, a "clunk" noise was heard with a blood leak observed in the centrifuge, and possibly another alarm that she could not identify. Customer stated that the doctor ordered the treatment to be aborted. Customer could not tell what part of the kit had leaked. Customer stated that they had done a preliminary clean up of the instrument, and requested field service be dispatched. Css is dispatching service to do a follow-up cleaning and to check the centrifuge leak strip and sensorized drive tube clamp assembly. Customer agreed to return the kit for investigation.

Manufacturer narrative:
Batch record review of lot c302 was conducted. There were no nonconformities related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, as part of therakos; six sigma program for continuous improvements and to reduce the occurrence for these type of events as much as possible, capas (B)(4) are already opened to investigate drive tube leaks and system pressure events. Service order (B)(4) completed: service engineer cleaned blood spill and checked machine and it all passes. The returned kit was received for analysis. Examination of the drive tube shows evidence that is consistent with an end user mis-load. No corrective action is planned at this time, as it appears to be an end user issue. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).